Event description:
Related manufacturer reference numbers: (B)(4), related manufacturer reference numbers: (B)(4), related manufacturer reference numbers: (B)(4). It was reported, that the patient presented with infection developed. The whole system including the implantable cardioverter defibrillator, right ventricular lead, right atrial lead and left ventricular lead was explanted. And later replaced on (B)(6) 2023. Patient condition information was requested, but not provided.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive, since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference numbers: 2017865-2023-50482. Related manufacturer reference numbers: 2017865-2024-38463. Related manufacturer reference numbers: 2017865-2024-38465. It was reported that the patient presented with infection developed. The whole system including the implantable cardioverter defibrillator, right ventricular lead, right atrial lead and left ventricular lead, was explanted and antibiotics was administered. A replacement system later implanted on 22 dec 2023. Patient condition information was requested but not provided.